Manufacturer narrative:
At the conclusion of the investigation, it was determined that the cause of the incorrect final report was user error, wherein the healthcare provider swapped device registration information. This caused the patient information associated with two different patients to be associated incorrectly (i.e. Swapped). Per the healthcare provider, no patient harm resulted from the treatment resulting from the swapped results. The device registrations have been correctly associated with the involved patients. The provided report(s) does not provide diagnosis; rather, it provides preliminary findings from which the clinician may make a diagnosis based on clinical judgement and patient clinical history.

Event description:
A final ECG report was provided to the physician with incorrect patient information. As a result, the wrong patient received prescribed treatment. Per the healthcare provider, no patient harm resulted from the treatment resulting from the swapped results.